Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device still cannot be found. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Since this is a known event and the cause can be inferred from the results of previous similar investigations, it was judged that investigation using equipment with similar structure or similar equipment is unnecessary. A distal attachment could fall from the distal end of the endoscope due to the factors shown below. Reduced retention force of the distal attachment caused by attachment to the distal end of the endoscope without using medical tape. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that the following event occurred. The nurse found that the subject device attached to the tip of the endoscope was dislodged and lost when the endoscopist was performing the hemostasis during esophagogastroduodenoscopy. There was no patient injury reported.